Manufacturer narrative:
During the evaluation of the device at the MFR's service center, the power cord was found to be damaged with an exposed wire. The ventilator's power cord was replaced to address the issue.

Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.